Manufacturer narrative:
Correction information was provided in h.10. The manufacturer report number corrected and reported under 9612169-2023-00898 due to a clarification received in the initial reporter (country of incidence updated from australia to united states). All the further reports will be reported under 9612169-2023-00898. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he had shared verbally some concerns around an online forum she was part of, where us surgeons including alcon kols have shared their concerns regarding lens outcomes. Some of these surgeons have returned to acrysof lens & shared they have explanted clareon lensdue to waxy vision with no cause identified, and replaced with acrysof vivity with immediately better results. These are surgeons that also utilise lasik for refractive touchups so has interpreted this has absolutely not a refractive error/a constant issue. She emphasised that these kol & refractive surgeons have a lot of credibility which really worried her as she was a high volume acrysof vivity implanter. Her main concern is whether we will discontinue acrysof vivity when clareon vivity is launched, like has been done with panoptix. She asked if possible the below information would help prior to clareon vivity launch to clear up any concerns: ¿ osi & mtf bench test clareon vivity vs other iols. ¿ concerns that FDA data often includes one test only side by side with acrysof. ¿ any studies comparing contrast sensitivity of acrysof vivity vs clareon vivity. Additional information has been requested.